Event description:
Patient (hp) reported feeling overfilled with fluid while using the homechoice cycler for apd therapy. The hp reported they have been having poor fluid outflow from the catheter and receiving low drain volume alarms using the homechoice cycler as a result. The hp relates that during drain 1 of 4 they received a low drain volume alarm after they had drained out an estimated 1000mls of the programmed fill volume of 2500mls. The hp inadvertently bypassed the low drain volume alarm and advanced therapy into fill 2 of 4, at which time they received the programmed fill volume of 2500mls. During dwell 2 of 4 the hp felt overfilled and placed the device into a manual drain until they felt relieved, removing 900mls of fluid. The hp relates that they continued therapy to completion and there was no patient injury or medical intervention as a result of this incident.